Event description:
Clinician was testing ifc was the waveform. The intensity is set a 0.0 ma. Ch2 was being used. The clinician felt a little pain when the intensity increased. No reported injury treatment and/or post injury treatment was reported from the complainant.

Manufacturer narrative:
Previously investigated. Known potential shock and potential burn due to transient over-voltage within the circuitry causing components to fail and potentially shock or skin burn to the patient beneath the electrodes. Replaced unit circuit boards with preventive software.